Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl, an unknown brand of baclofen, and an unknown drug all at unknown concentrations and doses. It was reported the patient had just had a magnetic resonance imaging (MRI) procedure, and she thought it shut off the pump because she was getting sick. The patient couldn¿t get it to give her any medicine. No interventions were mentioned. There were no reported symptoms.

Event description:
Additional information was received from a consumer as well as a business partner. It was noted that the patient was receiving lioresal 200 mcg/ml at 64 mcg/day. It was reported that the reason for the MRI was the patient had long term problems with their neck and arms, a previous neck surgery and hardware failure, and an inconclusive CT. The ordering md was aware that the patient misunderstood what would happen. The pump did turn back on an hour after the MRI by itself. No further action was needed. The patient called the manufacturer because they felt sick and knew the pump wasn¿t working and wasn¿t sure what to do. The manufacturer was able to let the patient know that they didn¿t break anything permanently and what happened was a normal occurred with an MRI, and they should contact their pain management hcp. The patient wasn¿t in such a panic after getting off the phone, and the pump turned back on about 5 minutes after that and was working fine. On (B)(6) 2017, the hcp noted that ¿no adverse event¿ had been reported by the patient, no treatment was rendered, and ¿the issue resolved.¿ the patient had been¿stable on baclofen for over a year.¿ as of (B)(6) 2017, product use was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.